Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that when using bd® stem cell enumeration kit sample was assessed for cd34+ but it was not observed. However after dilution cd34+ was seen preventing patient from autoimplantation. The following information was provided by the initial reporter: the customer reported to us yesterday about a case that occurred from using our item. The kit tests for the presence of cd34 cells in the blood or bone marrow for transplantation. In this case, the peripheral blood of a child with neuroblastoma was tested for the purpose of self-implantation. When using the kit, the laboratory diagnosed that the sample does not contain cd34 type cells. The product was used according to the protocol and in accordance with the manufacturer's definitions. Because of this, it was decided that the patient would not undergo an autoimplantation. The laboratory repeated the experiment this time with a lower administration of the sample (from bone marrow more diluted than peripheral blood). In this case too, the same protocol and the same kit as in the original experiment were used. A positive population of cd34 cells was also observed here. This means that the kit detects the population in the sample only at the lower concentration than the original manufacturer's setting. The medical opinion at the moment is that there may be something in the medical treatment the patient received (a mixture of antibodies) that may mask the population and distort the results. The sample was taken from bm and pb, according to the protocol, cd34+ was not seen, after dilution it was able to see the cd34+ but there is no dilution process in the protocol.

Manufacturer narrative:
The following fields were corrected: b.6. Relevant tests/laboratory data: as a consequence of the delay, additional course of chemotherapy was added to the patient. Additionally, due to the (retrospectively wrong) assumption that the patient is poor mobilizer (peripheral blood cd34 cells = 0), the patient underwent 2 stem cells collection: from bone marrow, and later (after realizing that actually the patient actually mobilizes cd34 cells to the blood)from peripheral blood (by apheresis). F code: f06 disruption of subsequent medical procedure. F22 unexpected diagnostic intervention. H6. Investigation summary: based on the investigation results, the reported issue of product not detecting a cd34+ population in undiluted samples was confirmed to be customer related based on the data provided in the complaint. Investigation results that were performed on the indicated failure mode were the following: 1. Photos provided by the customer that showed that positive events were detected in the sample after dilution. As indicated in the product instruction for use, section 6, specimen collection and preparation, some samples need to be diluted because the concentration is high or might be lipemic or containing particulate. 2. Retention sample tested by flow cytometry that showed that the product is performing as intended; hence complaint is not product related. 3. Batch history record (bhr), and manufacturing defect trend showed that the material was manufactured in compliance with the established procedures. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that when using bd® stem cell enumeration kit sample was assessed for cd34+ but it was not observed. However after dilution cd34+ was seen preventing patient from autoimplantation. The following information was provided by the initial reporter: the customer reported to us yesterday about a case that occurred from using our item. The kit tests for the presence of cd34 cells in the blood or bone marrow for transplantation. In this case, the peripheral blood of a child with neuroblastoma was tested for the purpose of self-implantation. When using the kit, the laboratory diagnosed that the sample does not contain cd34 type cells. The product was used according to the protocol and in accordance with the manufacturer's definitions. Because of this, it was decided that the patient would not undergo an autoimplantation. The laboratory repeated the experiment this time with a lower administration of the sample (from bone marrow more diluted than peripheral blood). In this case too, the same protocol and the same kit as in the original experiment were used. A positive population of cd34 cells was also observed here. This means that the kit detects the population in the sample only at the lower concentration than the original manufacturer's setting. The medical opinion at the moment is that there may be something in the medical treatment the patient received (a mixture of antibodies) that may mask the population and distort the results. The sample was taken from bm and pb, according to the protocol, cd34+ was not seen, after dilution it was able to see the cd34+ but there is no dilution process in the protocol.